Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 370 mg/dl. Customer treated their blood glucose with a 10 unit bolus. It was also found the customer was feeling dizzy from their high blood glucose. Troubleshooting found the drive support cap appeared to be normal. The customer also reported observing air bubbles in the past. It was also found the customer did not have a bent cannula after removing their infusion set. Customer was advised to complete a set change. The product will not be returned for analysis.